Event description:
Approximately two years and six months post implantation the patient was reported to have been found at home unresponsive. The emergency medical response system was activated and CPR was initiated. The patient was reported to be in cardiac arrest upon his arrival to the hospital. CPR was continued by emergency department staff, but the patient was eventually pronounced dead. Echocardiogram results confirmed an absence of cardiac activity. It was also reported that " the lvad was flowing at 2.5 l/min and was not alarming." The official cause of death listed on the death certificate is "unknown".

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a (B)(6) male patient was found at home unresponsive. The emergency medical service was activate and the cardiopulmonary resuscitation (CPR) initiated. The patient was reported to be in cardiac arrest upon his arrival to the hospital. CPR was continued by the emergency department staff, but the patient was eventually pronounced dead. The hospital attending confirmed via echocardiogram an absence of cardiac activity and reported that the lvad was flowing at 2.5 l/min and was not alarming. The official cause of death is listed as "unknown". The hvad pump, (B)(4), was not returned to the manufacturer for evaluation as it remains implanted in the patient post-mortem. Review of the manufacturing documentation confirmed that pump ((B)(4)) met all requirements for release. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.